Event description:
The customer received questionable creatinine jaffe generation 2 (creatinine) and urea (bun) results for two patient samples. The customer provided discrepant creatinine results for one patient. All initial and repeat results were generated on the same cobas 4000 c311 analyzer. The initial creatinine result was <-0.16 mg/dl (accompanied by a data flag). The sample auto-repeated and again generated <-0.16 mg/dl (accompanied by a data flag). The customer reported a value of <0.17 mg/dl outside the laboratory per the laboratory protocol for any creatinine results <0.17 mg/dl. The physician questioned this result and the sample was repeated again. The repeat result was 1.18 mg/dl. A corrected report was sent. The patient was not affected by the event. The creatinine reagent lot number was 63093101. The field service representative did not determine a cause. He verified analyzer operation. The field service representative performed a precision check and ran quality control, both were acceptable.